Manufacturer narrative:
H3: product analysis #(B)(4) , part # 5584111, lot # sw20e033 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: initial reporter details are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a device used for posterior later al fusion spinal therapy. Levels involved were l4 l5 s1. It was reported that the screwdrivers broke. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that the screwdrivers were broken while trying to advance a screw into very hard bone. The event involved three screwdrivers that were all used in succession to try and advance the screw. The tips of the drivers all sheared off and were retrieved with no negative effects to the patient or anyone else.